Event description:
During coronary angiography the distal tip of the run through wire fractured and separated in the proximal circumflex. An ensnare was used to attempt to retrieve the wire but was unsuccessful. The pt became unstable and had a pea arrest. Intubated and emergently transported to the operating room for surgery.